Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failed hardware, drawer was jammed. A field service engineer remotely worked with customer in remote support service to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed hardware, user unable to remove medications. Customer stated that there was a delay of about 2 hours and there was no harm to the patient. There were no adverse events or injuries reported based on this event.